Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 130 units. Reportedly, the cartridge was filled with 300 units of insulin. The customer reported that the existing cartridge continued to be used for insulin therapy. Although requested, the customer declined further assistance from tandem technical support. The customer's blood glucose level was 398 mg/dl.